Manufacturer narrative:
(B)(4). The complaint device was not received and has been lost in transit. A follow up with (B)(6) for the status of the device revealed the device was sent with insufficient custom documents and therefore was returned to the shipper. The affiliate further confirms that the device was never returned to them. A physical investigation cannot be conducted without the device and therefore this complaint cannot be confirmed. However, from past investigations of similar failure modes, it has been observed that excessive abuse would be typical of the separation of the two ends from each other. The design of this device was changed making it a single piece design, thus eliminating the weld. Therefore, it can be determined that this design change has corrected the separation failure mode. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate and implemented design changes, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Our affiliate reported that the instrument snapped in half when the sheath was being malleted backwards out patients tibia during an acl procedure. The surgeon needed to use pliers to remove the piece lodge in patients tibia. Opened a second tray of instruments.